Event description:
It was reported that during the implant procedure, the right atrial (ra) lead exhibited failure to capture due to high capture threshold. Furthermore, the ra lead exhibited undersensing due to low signal amplitude. The ra lead was replaced and the procedure continued on (B)(6) 2023. No patient consequences reported throughout the procedure.

Manufacturer narrative:
The reported events of failure to capture, p-wave amp variation, and under-sensing were not confirmed. A complete lead was returned in one piece. Visual inspection, x-ray examination, and electrical testing of the lead did not find any anomalies.